Event description:
It was reported that during use of this drill in a wisdom tooth extraction, it got hot and resulted in a burn to the patient's right lower lip. A cool compress and antibiotic ointment was applied to patient's lip prior to discharge home. The patient's current status is unknown.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: during testing of this drill, the reported problem was unable to be confirmed. The device functioned to temperature specification. Further investigation found the collet grippers worn. In addition, conmed linvatec's repair history shows the last date of repair in 2005. The instruction manual for the minos handpiece provides the following user warnings: inspect and operate the minos system for proper function before each use. Do not use air drill without proper bur guard (unless using short burs). Be sure the attachment is properly lubricated and the bearing is functional. Frozen bearings in the attachment will cause heat build-up and possible burns. The customer will be provided additional education on the use and care of this device.